Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat testing the result was in the normal reference range. A fresh sample collected from this patient also gave a result in the normal reference range. The elevated result was reported out of the lab and a corrected report was submitted. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are lithium heparin plasma that were collected in pst tubes and centrifuged at 3,600 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed hardware verification. No hardware issues were noted and all testing met published specifications. No clear root cause could be determined for this event.